Event description:
Caller reported 243 mg/dl and 189 mg/dl compact plus system 1, 83 mg/dl and 84 mg/dl on compact plus system 2 within 4 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4).